Event description:
It was reported when using the bd pyxis anesthesia es system a fatal error had occurred on the underlying data source prevented user from retrieving medication. The customer added that they were able to retrieve medication to the patient from secondary station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, h6, h10, h11 a review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(4) was performed from 04-dec-2022 to 03- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an error on date base. The technical support specialist set data base setting at full switched to simple and rebooted station to resolve the issue. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported when using the bd pyxis anesthesia es system a fatal error had occurred on the underlying data source prevented user from retrieving medication. The customer added that they were able to retrieve medication to the patient from secondary station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was an error on date base. The technical support specialist set data base setting at full switched to simple and rebooted station to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.